Event description:
It was reported that the asymptomatic patient presented with episodes of non-sustained right ventricular oversensing. Low r-wave and noise was present. Noise was not able to be reproduced with isometrics. Slight increase pacing lead impedance and capture threshold still within normal range were observed. The lead was explanted and replaced without any adverse event. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.